Event description:
Procedure type: gastrectomy. According to the reporter: staple reload locked down on tissue. Surgeon pulled the reload open by pushing the tip of a kelly clamp in between jaws to keep them open and then pulled back on knife blade knob to remove the instrument from tissue. This created a hole in esophagus so the surgeon had to hand sew. The patient is doing fine but. There was no blood loss over 500cc's. There was tissue loss and a delay in surgery over thirty minutes.

Manufacturer narrative:
(B)(4).